Manufacturer narrative:
The insulin pump alarmed prime alarm during basic occlusion test due to faulty force sensor. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped nor bumped prior to the event. The insulin pump will be returned for analysis.